Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient's blood glucose level rose to 514mg/dl the previous night. The patient was reportedly feeling thirsty. The patient delivered a correction bolus and their blood glucose has come down to 275mg/dl. The patient indicated that the pump has been emitting repeated loss of prime warnings. There was no use error found with the patient's cartridge filling technique. This report is being made based on the indication that the patient experienced elevated blood glucose levels while there have been multiple loss of prime warnings.

Manufacturer narrative:
(B)(4). The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a reserved sample from the same lot number was tested. A visual inspection of the cartridge was performed and no damage or defects were noted. A fill, force and leak test was performed with no failures. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.